Event description:
It was reported that the unit registered a toddler's temperature at 100.5f orally. The child had a seizure, an ambulance was called, and the child was taken to the hospital, where his temperature was measured at 104f. This was the first use of the device. The reporter (the toddler's father) tried the unit on himself and got readings between 95.8-96f. As of (B)(6) 2020 conversation with reporter, the child is doing better. Although it was indicated that the sample was available for evaluation, it has not been received as of this writing.